Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil fragments') and fallopian tube perforation ('at the proximal end of fallopian tube there is a 1.8 cm segment of essure microcoil, partially within the lumen & partially perforating the serosa along fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she went through endometrial ablation with essure sterilization". The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: toradol and xanax. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("both of the essure implants were protruding from the uterus, free floating portion of essure micro coil"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and fallopian tube perforation to be related to essure. The reporter commented: discrepancy of removal dates-(B)(6) 2019 and (B)(6) 2020. Gross description: specimen received: uterus and cervix with attached bilateral fallopian tube and a free floating portion of essure micro coil right fallopian tube: 6.0 cm long x 0.6 cm in diameter, with numerous scattered paratubal! Cysts ranging from 0.2-0.4 cm. No essure microcoil is identified within the lumen of the right fallopian tube. Left fallopian tube: 5.9 cm long x 0.7 cm in diameter, with scattered paratubal cysts ranging from 0.2-0.3 cm. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: surgical pathology: pathologic diagnosis: uterus, cervix, and fallopian tubes; total hysterectomy and bilateral salpingectomy: fibrotic endometrium, consistent with prior ablation. Adenomyosis. Cervix within normal limits. Fallopian tubes within normal limits. Essure coil fragments (gross exam only). Specimen(s) submitted: cervix, uterus and bilateral fallopian tubes. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage, fallopian tube perforation, device expulsion and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 2 and 3 processed together. Lawyer added and patient address updated. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('essure coil fragments') and fallopian tube perforation ('at the proximal end of fallopian tube there is a 1.8 cm segment of essure microcoil, partially within the lumen & partially perforating the serosa along fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she went through endometrial ablation with essure sterilization". The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: toradol and xanax. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("both of the essure implants were protruding from the uterus, free floating portion of essure micro coil"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and fallopian tube perforation to be related to essure. The reporter commented: 3 trailing coils visible at both ends gross description: specimen received: uterus and cervix with attached bilateral fallopian tube and a free floating portion of essure micro coil right fallopian tube: 6.0 cm long x 0.6 cm in diameter, with numerous scattered paratubal! Cysts ranging from 0.2-0.4 cm. No essure microcoil is identified within the lumen of the right fallopian tube. Left fallopian tube: 5.9 cm long x 0.7 cm in diameter, with scattered paratubal cysts ranging from 0.2-0.3 cm. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: surgical pathology: pathologic diagnosis: uterus, cervix, and fallopian tubes; total hysterectomy and bilateral salpingectomy: fibrotic endometrium, consistent with prior ablation. Adenomyosis. Cervix within normal limits. Fallopian tubes within normal limits. Essure coil fragments (gross exam only). Specimen(s) submitted: cervix, uterus and bilateral fallopian tubes. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage, fallopian tube perforation, device expulsion and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : previously reported event "injury nos" updated to " essure coil fragments, at the proximal end of fallopian tube there is a 1.8 cm segment of essure microcoil, partially within the lumen & partially perforating the serosa along fallopian tube, both of the essure implants were protruding from the uterus, free floating portion of essure micro coil and she went through endometrial ablation with essure sterilization¿ and reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.